Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the instrument was fired on the cystic duct and the firing handle would not fully open back up. An add'l er320 was opened to complete the case. There was no consequence to the pt.